Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen. The patient's blood glucose level was 160 mg/dl at the time of the call. The customer stated they felt their blood glucose rise to 300 mg/dl. The customer treated their symptoms with manual injections. The customer stated that they will call back to troubleshoot at a later time once they are home.